Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with sensor error alarms on two consecutive sensors. The customer states they removed the sensors and discovered that the cannula was missing. The customer changed their sensor, and soon after received sensor error. The customer's blood glucose level was reported to be 220mg/dl. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist. The customer is being sent out replacement sensors and returning current sensors for analysis.